Manufacturer narrative:
Changed h11 - additional mfg narrative from: according to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. To: according to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Cloud - omnipod 5 software app version. Cloud - smartphone operating system. Cloud - smartphone hardware. Cloud - cgm sensor type.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy and the pods pink slide had not moved forward at initial activation.